Event description:
Complainant alleged that upon arrival at the scene the medics found a 71 year old male pt on the floor of his bathroom. The pt was apneic, without a pulse, not breathing and his skin was hot and moist. The medics analyzed the pt's heart rhythm, and the device screen displayed a ventricular fibrillation heart rhythm, but the device indicated a "no shock advised" message. The medics performed CPR for one mintue, and again analyzed the pt's heart rhythm. At this point, the device indicated "shock advised." The medics administered a 200 joule shock to the pt. The medics again analyzed the pt's heart rhythm. The device screen displayed a ventricular fibrillation heart rhythm. The device indicated "no shock advised." The medics then continued CPR until another ambulance, with a second defibrillator, arrived and assumed pt care. The complainant alleged that twice the device did not advise shock to a shockable pt heart rhythm. The complainant indicated that the pt never regained respiration or a pulse during the event, and subsequently pronounced as expired.